Event description:
Boston scientific received information that this implantable defibrillation lead exhibited chronic high threshold measurements and noise on the rate/sense channel resulting in one diverted shock. A lead fracture or subclavian crush was suspected. A health care professional (hcp) reported that the patient is at high risk for any further intervention, so programming changes were made to prevent unnecessary shock therapy. No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.